Event description:
It was reported that the device was implanted for five days. The doctor went in for a lead revision and found blood in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was implanted for five days. The doctor went in for a lead revision and found blood in the header. The device was explanted and replaced. It was further reported that one day after implant, the patient presented with chest discomfort which coincided with right ventricular pacing. A chest x-ray revealed that the lead had moved and it was felt it may have perforated the right ventricle. Upon repositioning, the helix would not redeploy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found, however it was noted that the grommet had been damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Corrected operator code. Evaluation summary: (B)(4) no anomalies found, however it was noted that the grommet had been damaged.